Event description:
During a follow-up, increase lead impedance was observed. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.